Event description:
The customer reported to olympus, the high definition liquid crystal display monitor was inspected before use and had no power supply detected. The issue was found during preparation for use and the diagnostic procedure (esophagogastroduodenoscopy) was completed on another device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no power supply detected was confirmed and was due to a burned power board transistor. In addition, the issue resulted in the image not displaying on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Section e1: address - (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device did not power up due to a printed circuit board failure (g1 board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.